Manufacturer narrative:
Evaluation results and conclusion: the returned device arrived at onset medical (B)(4) 2014. After being properly decontaminated, the device was evaluated under standard laboratory conditions. It was observed that only a portion of the dilator fairing tip was attached to the dilator and the dilator appeared to be push backwards towards the distal folded edge of the sheath. A slight depression was identified on the folded sheath approximately 2-3cm from the distal tip of the sheath which appeared to be caused from pinching the device at that location. An inflation syringe was attached to the dilator inflation port and the unit was inflated to 20atms for 60 seconds. Because the balloon was pushed backwards into the sheath, it was observed that the sheath was not able to fully expand at the distal tip. The balloon was deflated and advanced to its proper position; the dilator was re-inflated. The sheath was fully expanded. Under inflation, it can be clearly seen that the fairing tip appears to have been severed at the bond location to the dilator. Further evaluation of the device resulted in no observation of any device defects or malfunctions. A specific root cause for the difficult device insertion and detachment of the distal fairing tip may be related to anatomical restriction during insertion combined with the use of extreme force. The unit evaluation would seem to indicate that significant force was applied during insertion as a result of the depression or pinch at the distal end of the sheath resulting in the dilator being forced backwards into the sheath. The actual cause of the fairing tip breakage cannot be determined, but may be related to the tip being forced backward and eventually severed as a result of excessive insertion force against a potential anatomical restriction encountered. These potential root causes are consistent with the potential failure modes of this device, which have previously been identified, addressed, and mitigated by thorough device qualification testing during the design evaluation. As part of the investigation, the device history record of the affected lot, w036428, was reviewed and there were no discrepancies recorded. The device was manufactured in accordance with the specified requirements. Onset medical was unable to determine a specific root cause for this failure mode; therefore, no immediate corrective action can be determined at this time. However, in order to achieve optimum device performance it is highly recommended for the user to reference the product's instructions for use (IFU) which states "should resistance be encountered, cease advancing the solopath® until the cause of the resistance can be determined and corrected".

Event description:
The user facility reported that: case: tavi with corevalve (medtronic). Access: trans-femoral access. Good and large vessel, no calcification, no tortuosity. Direct percutaneous access without preparation. It was impossible to insert the solopath recollapsible in the vessel due to a big resistance in the first centimeters of the vessel. Once retrieved, it was noted that the distal tip of the sheath was uncovered and the silicon distal cap have been lost in the vessel. It was successfully re-captured with a 10f sheath. The patient was not harmed.